Event description:
It was reported that the patient presented to the clinic and the pulse generator exhibited backup vvi operation. The device was electively explanted and replaced since it was near elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.